Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate non-sustained episodes and sensing integrity counter (sic). It was further reported that both the rv lead exhibited undefined, high, out of range (oor) bipolar and tip to coil pacing impedances. It was further reported that the rv lead exhibited cross chamber oversensing, a loss of capture and that all non-sustained ventricular tachycardia episodes are oversensing. It was further reported that the lead had a suspected fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted: (B)(6) 2025, 459888 lead implanted: (B)(6) 2018, 5076-52 lead implanted: (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.